Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). There was no known intervention information obtained from the field. The device remains in service. No additional adverse patient effects were reported.